Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During a patient use event, the user is questioning why the device did not shock what appeared to be a shockable rhythm. The patient did not survive.